Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred while in the cardiology department during insertion of an intra-aortic balloon (iab). The md couldn't advance the iab dur to sever resistance via left femoral artery even though the instructions for use were followed. The md vacuumed the iab properly inside of the tray, but the iab was stuck in the sheath. As a result, the md removed the failed iab and sheath together as planned. Per the md there was no report of pt death, complications or injury. No medical/surgical intervention was required. There was an approximate 5 minute delay or interruption in therapy noted and the pt had no harmful outcome. Additional info received on (B)(4) 2014 stated that the user used a super arrow-flex sheath. The second kit wa also an iab-s840c.